Manufacturer narrative:
(B)(4). The customer reported that they were getting a 'speaker malf inop.' A philips field service engineer (fse) confirmed there was no audio coming from the monitor. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that they were getting a 'speaker malf inop.' No pt harm was reported.